Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump had powered off without warning. The patient reportedly changed the battery and attempted to reboot the pump, and the pump would come on but then power off again. The patient noted that there was moisture in the battery compartment. The patient denied any damage to the battery cap or battery compartment. There is no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the pump lost power without warning and the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. On testing, the pump powered on normally. When the pump powered on, the display screen was blank and did not show the verify screen. A leak test was performed and revealed a leak at the case seal. The pump cover was removed for investigation and revealed corrosion on the display screen flex and connector. The screen was replaced with a test screen and the pump was successfully exercised for 24 hours without resultant power issues.